Manufacturer narrative:
The dealer stated that the rear shroud was melted through near the filter, and his technician removed the shroud and discovered that one of the tubes that goes into the sieve beds had melted. He provided photographs of the exterior of the unit, which show deformation/discoloration to the cabinet filter, cabinet access door, and the rear shroud surrounding the inlet filter. At this time, the underlying cause of the reported issue cannot be determined. It is expected that the device will be returned to invacare for further analysis. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that the irc5po2v concentrator was being used by a patient, and she alleged that she saw sparks/flames coming out the back of the unit. There was no injury or property damage.

Manufacturer narrative:
The irc5po2v concentrator was returned to invacare, and it received an evaluation. It was confirmed during the evaluation that the unit had a hole in the cabinet filter access door and damage consistent with a melting event. The sieve bed tubing, particularly the tubes which connect to the left sieve bed cap, exhibited dark discoloration and deformation. Additionally, there was a hole in both the left sieve bed cap and the lower sieve bed tube. The root cause of the failure could not be definitively determined during the evaluation. This failure mode is being investigated further.

Event description:
The dealer reported that the irc5po2v concentrator was being used by a patient, and she alleged that she saw sparks/flames coming out the back of the unit. There was no injury or property damage.